Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. Visual inspection revealed no external damage and the device was able to function on ac and dc power normally. Functional analysis indicated the device was only able to display visual status indicators. The device's speakers were unable to emit sound. Internal inspection revealed an intermittent front speaker, and a bottom speaker which had been disconnected from the system board. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
It was reported device has no sound, even alarm sound. No consequences or impact to patient was reported.